Manufacturer narrative:
Investigation samples received: 34 unopened race packs. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 2,916 units of this code-batch. There are no units in our stock. We have received 34 closed samples for analysis. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep):2.88 kgf in average and 1.53 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K133890. When additional information has been received a follow up complaint will be submitted.

Event description:
It was reported the needle detached easily from the thread. The reporter indicated that during a surgical procedure the needle detached easily from the thread occurring three times during the surgery. The event occurred while suturing the skin. There was no surgical delay over 15 minutes. Patient information is not available.